Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage on the distal side with struts distorted, stretched and lifted from the stent profile. The stent moved distally on the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). After cannulation was performed with a 6f non bsc guiding catheter, a guidewire crossed the lesion. Pre-dilation was performed with a compliant balloon, a 12x3.50 promus premier¿ drug eluting stent was advanced but failed to cross the lesion and was removed from the patient's body. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent move on balloon.